Manufacturer narrative:
No complaint was received with the return of the device. Failure event was observed during analysis. Final analysis found a partial lead returned in two pieces measuring 7.2 and 5.5 cm respectively. Full breached outer insulation degradation was found at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.